Manufacturer narrative:
MDR was filed on september 21, 2020 reporting a a non-reactive advia centaur xpt sars-cov-2 total (cov2t) result that was reactive by pcr and an alternate method. October 5, 2020 - additional information. Siemens performed the following evaluation: the alternate method is an enzyme-linked immunosorbent assay (elisa) assay intended for qualitative detection of total antibodies (including igg and igm) to sars-cov-2 in human serum and acid citrate dextrose (acd) plasma. The alternate method is intended for use as an aid in identifying individuals with an adaptive immune response to sars-cov-2, indicating recent or prior infection. At this time, it is unknown for how long antibodies persist following infection and if the presence of antibodies confers protective immunity. The alternate method should not be used to diagnose acute sars-cov-2 infection. Results are for the detection of sars cov-2 antibodies. Antibodies to sars-cov-2 are generally detectable in blood several days after initial infection, although the duration of time antibodies present post-infection is not well characterized. Individuals may have detectable virus present for several weeks following seroconversion however it is not known if several months post infection if the antibodies may be detectable. Siemens has not identified a product problem. Siemens has asked if the customer requires any additional information.

Manufacturer narrative:
MDR 1219913-2020-00271 was filed on september 21, 2020 reporting a a non-reactive advia centaur xpt sars-cov-2 total (cov2t) result that was reactive by pcr and an alternate method. MDR 1219913-2020-00271 supplemental report 1 was filed on october 28, 2020 with additional information. November 20, 2020 - additional information. Siemens performed the following evaluation: the alternate method is an enzyme-linked immunosorbent assay (elisa) assay intended for qualitative detection of total antibodies (including igg and igm) to sars-cov-2 in human serum and acid citrate dextrose (acd) plasma. The alternate method is intended for use as an aid in identifying individuals with an adaptive immune response to sars-cov-2, indicating recent or prior infection. At this time, it is unknown for how long antibodies persist following infection and if the presence of antibodies confers protective immunity. The alternate method should not be used to diagnose acute sars-cov-2 infection. Results are for the detection of sars cov-2 antibodies. Antibodies to sars-cov-2 are generally detectable in blood several days after initial infection, although the duration of time antibodies present post-infection is not well characterized. Individuals may have detectable virus present for several weeks following seroconversion however it is not known if several months post infection if the antibodies may be detectable. Siemens has not identified a product problem. The customer is operational and does not require any additional assistance. No further investigation is required.

Manufacturer narrative:
The calibration and the quality control (qc) results were verified. The sample tube did not have an accelerator or anticoagulant with separator. The sample was spun at 2200g; 11 min ; 20°c. Last monthly maintenance was done on august, 8th. The biologist said that he could not check the practice when pickup of the sample was done. He stated that it was a sera, and that the reversal of the tube is not an important matter. The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. Patient specimens may be nonreactive if collected during the early (pre-seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." A false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
The customer observed a non-reactive advia centaur xpt sars-cov-2 total (cov2t) result that was reactive by pcr and an alternate method. The cov2t result was not reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t result.